Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the r3 liner, hemi head and modular sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch for the r3 liner, hemi head and modular sleeve, and for the part number and the reported failure mode for the r3 liner and hemi head. However, as the devices are no longer sold, no action is to be taken. No other similar complaints were identified for the part number and the reported failure mode for the modular sleeve. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Hemi heads, modular sleeves and r3 liners have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible, the listed batch was manufactured before corrective action implementation. No further escalation actions required. The available medical documents were reviewed. The impact to the patient beyond the revision surgery and the recovery cannot be determined. In conclusion, the clinical information provided, of the elevated metal ion levels and the black corrosion, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without the return of the devices used in treatment and further information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that the patient underwent revision surgery due to black corrosion/ metallosis on the femoral neck taper and liner taper.

Manufacturer narrative:
H10: additional information in a2, b4 and d6a. Internal reference number: (B)(4).

Event description:
It was reported that the patient underwent revision surgery of the right hip due to black corrosion/ metallosis on the femoral neck taper and liner taper. The metallic liner and the metallic femoral head were explanted. Cup and stem were noticed to be well fixed. The patient was sent to the pacu in stable condition.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, stem, hemi head, screw, modular sleeve, cone spout and drill was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell, drill and cone spout. Similar complaints have been identified for the stem and screw. This will continue to be monitored. Similar complaints have been identified for the hemi head and modular sleeve. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the black corrosion, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.